Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2014-02035. It was reported that during a procedure an anterior tibial lesion treatment procedure, the catheter became frozen on the wire. Vascular access was obtained via the groin. This 70% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 135cm rubicon catheter and a 300m v-14 guide wire were selected. The rubicon was loaded over the v14. When the doctor tried to remove the v14 wire from the rubicon, while it was still in the patient, the v14 wire would not come out, it was stuck in the rubicon system. The doctor had to pull them both out together. The procedure was completed with another of the same device. No patient complication were reported and the patient's status is fine.